Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer received multiple occlusion alarms. The customer's blood glucose level was 180 mg/dl. Reportedly, the customer resumed insulin delivery on the pump. Customer declined to perform system check with tandem technical support.